Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced central venous stenosis and superior vena cava (svc) syndrome due to occlusion of the brachiocephalic and scv veins by their right atrial (ra), right ventricular (rv), and left ventricular (lv) leads. The patient underwent an angioplasty and had their dialysis catheter moved to a new location. The ra, rv, and lv leads remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.